Manufacturer narrative:
The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While the fss on site, the account indicated the unit made a strange sound during the prime stage and when the account replaced the tubing cassette, the noise went away. The fss was unable to duplicate the reported noise. The account had discarded tubing cassette. The fss performed a field service checklist and an annual preventative maintenance. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported the phacoemulsification unit shut down during phaco mode. The surgery center attempted to restart the unit but was unsuccessful. The surgery center reported a tank error displayed during phaco mode. The procedure was completed manually and successfully. No patient injury.